Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2011-04486. It was reported the patient turned his stimulation off around (B)(6) 2011 timeframe, due to positional intermittent stimulation since implant. The patient was unsure how long it had been since he had charged his ipg. The charger and programmer were unable to communicate with the ipg. A new charger was sent to the patient. Follow up found the issue was not resolved with the replacement charger.